Event description:
I am reaching out about the medtronic inpen and an issue that I have as a parent of a type one diabetic child. While setting up the inpen for my daughter's first use of this device a skimmed over an incorrect menu option. When I tried to go back and change it I was locked out of the menu to be able to choose correctly and I was asked to call medtronic to get it corrected. Well, little did I know a case had to be created and then submitted to her endocrinologist for their approval to change the incorrect setting again as it was our first time setting this up. Which is now delaying the use of the equipment. I was told this is something that FDA is requiring for use of this product. I find it absolutely ridiculous that the factors that go into treating diabetes are so up and down already that at anytime there is a change that needs to be made an approval from an endocrinologist is needed for a setting on this device when I can dose her insulin to correct her blood sugars when needed with another form of product. I am livid that now I have to wait at least 72 hours for this product to be used as it should because of a ridiculous stipulation that I was told the FDA put on the inpen when it was first approved. I would like someone to call me so I can express my concerns as a parent of diabetic that settings change all to often and to have to wait a ridiculous amount of time and call in every time something needs to change to have a case created and then sent to the office for approval and called back to medtronic for another department there to change what is needed is crazy. This is a complete waste of time and harmful to the diabetic company as a whole because our children lives depend on correct deliveries now not in 72 hours or whenever someone can get around to it. I really hope whomever decided on these rules when it came to the approval of this supposed great device does not have to deal with this awful life sentence already and how this insane jumping through hoops just to get this to work correctly could potentially harm their child. I pray that while I am writing this complaint a child does not go into diabetic ketoacidosis because of a decision that was not thought about completely by someone that does not live this everyday and watch the effect of having their child lay in a hospital intensive care unit wondering if they will or will not walk out with their child alive because of a device that should work correctly and allow the patient full access to changing what is needed to be changed right away. Please contact me back as I will write every week until I hear back for someone on this matter as it is important and needs to be addressed and taken more then serious! I thank you for your time and help.